Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No delivery alarm noted. Unit received with severely scratched display window, cracked case at display window corner, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 172 mg/dl. The customer states the insulin did not exit and pump alarmed no delivery. The insulin pump will be returned for analysis.